Event description:
The facility representative reported a pump that will not alarm. Info was provided that the problem occurred before using the pump. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
This device has not been received for eval at the time of this report. A follow-up report will be sent, when the device eval has been completed.